Manufacturer narrative:
Additional information provided: d.10. The customer¿s report of leaking from a cracked maxplus female luer was confirmed. Visual inspection of the set noted a crack along the thread of female luer. No other anomalies was observed. Functional testing confirmed leaking during a flush through. The root cause of the customer¿s report was not determined.

Event description:
The reported feedback suggests that the top of connector was found cracked.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The reported feedback suggests that the top of connector was found cracked. Report suggests not in use on a patient.